Event description:
Related manufacture reference number: 2017865-2023-19134. It was reported that the patient's lead was disconnected from his implantable cardioverter defibrillator. No interventions were performed. There were no patient consequences.